Manufacturer narrative:
Device will be returned for evaluation. A supplemental will be submitted when new information or updates are received.

Event description:
A report has been received reporting the following: kiwi dislodged. Lost suction. Cephalhaematoma. Baby to nicu. It was reported that another clinical innovations kiwi was used successfully. We are in the process of gathering additional information.